Manufacturer narrative:
Pump received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert due to blank display.

Event description:
The customer reported via phone call that the insulin pump¿s battery was getting drained off in two to three hours. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.